Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, although pump had not yet shut down and caller was unsure how damage occurred beyond normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, put pump into storage mode, and return it using prepaid label, while technical support arranged in-warranty replacement pump, confirmed shipping address, and instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement, which customer acknowledged and understood.